Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this device problem. During an angioplasty procedure, the x-ray system reported error codes 17 and 53. The system had to be rebooted to make it operational. The pt was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.